Event description:
A 5-0 maxon double arm sutures used for anastomosis of ureter broke in the middle of anastomosis 6 different breaks in the suture resulting in a need to open 2 extra packs of the double armed suture, giving increased manipulation and trauma to ureter. This was approximately one hour extra of anesthesia time, cost to the patient x 3 packs of double armed suture. Unknown whether the suture will hold the anastomosis postop, opened tisseel which would not be used otherwise which is an additional charge. This suture issue increases the chance of creating another stricture and to come back for an additional surgery. When we were using pds doctor only had to tie 2 knots, with this maxon has to tie at least 4 knots. Supervisor aware. FDA safety report ID # (B)(4).